Event description:
It was reported that a small volume folfusor under infused. The issue was identified during patient infusion. The pump partially infused over 46 hours (approx. 50%). The device was filled with 3600 mg fluorouracil in 115 ml 0.9% sodium chloride. There were no visible kinks in the PICC (peripherally inserted central catheter) line or in the line of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured may 01, 2023 - may 03, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.